Event description:
It was reported that a patient using the ilet with a dexcom g7 experienced a low glucose reading on the ilet after eating, while a contemporaneous fingerstick glucometer reading was 130 mg/dl; the event was categorized with alerts for urgent low soon and low glucose, and the cgm calibration feature was not used. Symptoms included hypoglycemia with a blood glucose level of 40 mg/dl. Outcomes included the need for intervention with oral glucose and user troubleshooting and education. Investigation included a review of device data and user-reported information. Investigation of this case revealed cause unclear for the hypoglycemia event and that no calibration was applied to address the discrepant cgm reading. It was concluded that the cause of the reported low was not determined and that the device was used without cgm calibration to address sensor discrepancy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.